Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during s mechanical thrombectomy, the physician pushed an embotrap ii 5x33 revascularization device (et007533, 21c105av) out for inspection and it was observed the two proximal markers of the stent were not connected to delivery wire. The device was not used in a patient. A new device was switched to complete the surgery. There was no patient injury report. Additional information received indicated that the device was stored, handled and prepped per the instructions for use. No excessive force was applied to the device. The inner pouch was securely sealed.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during s mechanical thrombectomy, the physician pushed an embotrap ii 5x33 revascularization device (et007533, 21c105av) out for inspection and it was observed the two proximal markers of the stent were not connected to delivery wire. The device was not used in patient. A new device was switched to complete the surgery. There was no patient injury report. Additional information received indicated that the device was stored, handled and prepped per the instructions for use. No excessive force was applied to the device. The inner pouch was securely sealed. The device was discarded, therefor, no further investigation can be performed. A review of the DHR records confirms that there were no issues with the assembly of the lots (sub-assemblies and top assembly), all rejects were accounted for during the DHR review. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The assignment of root cause for the event remains speculative and inconclusive, however, it is possible that clinical and procedural factors, including device manipulation/interaction, vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.